Event description:
The customer would like the run data file investigated to determine if there was a 'verify wbc' message at the end of the run. An elevated white blood cell (wbc) content in the platelet product was found during their monthly qc check.. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The wbc count is unavailable at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The trima accel did not display the 'verify wbc' message. The trima accel system displayed the 'label platelet product as leukoreduced' system advisory message. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Also, to provide corrected information. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. The wbc count was within FDA guidelines. There were no signals/events in the run data file that would cause a system message to verify wbcs in the product. The trima accel system operated as intended. The measured wbc count of the product does not qualify as a wbc failure per the current FDA guidelines of 5.0x10^6 for a single platelet product collection. Conclusion: no failure occurred.